Event description:
A nurse reported that bent phacoemulsification tip before cataract surgery with intraocular lens implant. The procedure was completed on same day after replacement of tip with new one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).